Event description:
A customer contact beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument. The initial accu tni result of 0.33ng/ml was obtained. The customer re-tested the originally sample for accu tni. The repeated accu tni results were: 071ng/ml and 0.20ng/ml. The customer indicated that a new sample was collected from the pt and tested for accu tni; the result was 0.20ng/ml. The customer re-tested the 2nd sample for accu tni. The repeated accu tni results were: 048ng/ml and 0.71ng/ml. There was no report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc was in specifications prior to and after the event. The specimens were collected in bd, red, plastic, gel separator tubes. The customer stated that the samples were extremely icteric. A field service engineer (fse) was dispatched to the customer lab on 7/3/06. The fse inspected the instrument and discovered the mixer belt mixing too slow and the pipettor off alignment. The fse addressed the hardware issues and verified that the instrument was operating per established procedure. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.